Event description:
Boston scientific received information that the clinician stated the anti-tachycardia pacing (atp) scheme that was programmed on the device accelerated the patient's ventricular rhythm. It is unknown at this time if the episode was successful or unsuccessfully converted by the device. Technical services discussed programming options with the clinician. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Event description:
The field representative was unable to obtain additional information from the clinic.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.